Manufacturer narrative:
Section a5, ethnicity: unknown/not provided. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) was fully inserted into the patient¿s left eye. Both haptics broke. Lens was removed and replaced in the same procedure due to defective/broken haptics. The lens was replaced with an anterior chamber iol. Reportedly, there was no patient injury. No further information was provided.